Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacing system was extracted due to a pocket infection. The extracted pacemaker is currently being used as a temporary external pacemaker as the patient is pacemaker dependent. A new system will be scheduled for implant at a later time.